Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving bupivacaine (40 mg/ml), clonidine (100 mcg/ml) and morphine (10 mg/ml) via an implantable infusion pump. It was reported that within the last month the patient had a refill performed where the expected reservoir volume was 5ml and the hcp got back 20cc. The caller stated that on the 17th they are going to do a dye study and then from that decide if the catheter/ pump needs to be removed.